Manufacturer narrative:
The customer reported 12-lead ECG signal loss. There was no report of pt impact. A philips field service engineer reported having worked with the customer by phone to determine the issue to have been caused by the 5-lead lead set which the customer replaced to resolve the issue.

Event description:
The customer reported 12-lead ECG signal loss. There was no report of pt impact.